Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported that they are having an error. The customer stated that her battery cap is damaged. Customer stated that the pump battery cap is missing the metal piece and has lost the protection. So every time she changes the battery the metal piece comes off. Customer states she noticed when she was doing battery change. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.